Event description:
The customer reported a fine oil mist coming from the unit. Attempted to follow-up with the customer regarding potential physical complaints but the customer was not available. The asp field svc engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse performed an oil mist filter upgrade and pulled the vacuum, no oil mist. He ran a leak test and an empty cycle. The unit met specifications. This issue is being addressed with a customer letter, related to correction & removal.